Event description:
It was reported the patient had the implantable neurostimulator (ins) replaced and became ill after the surgery. It was noted the patient went to a clinic for adjustment, but they did not show improvement. It was further noted the patient had a follow-up appointment with their healthcare professional on (B)(6) 2013. It was noted the left ins was programmed for 2-/3+ and had impedances greater than 40000 ohms. It was further noted the impedances became normal by adjusting the programming to 1-/3+. It was noted the patient was programmed to 2.5v, 90 ms, and 130 hz. It was further noted the patient became normal after adjustment. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial# unknown, product type: lead. (B)(4). (B)(6).